Event description:
Customer reported set with air-in-line (ail) alarm. No other information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Product evaluated and customer's experience was confirmed. Functional testing using the returned set and a test pump from the lab duplicated air-in-line. The air-in-line was found to be due to a tear and a pinhole in the silicone tubing at the upper fitment. Crush marks were observed on the upper fitment. The root cause of the tear and pinhole on the silicone tubing was not identified. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot #.